Manufacturer narrative:
Replaced bag/vent switch assembly to fix the reported issue.

Event description:
The hospital reported that, the bag to vent switch was not fully moving to the vent mode position. There was no reported patient involvement.